Manufacturer narrative:
Device is combination product. Event date: (B)(6) 2017. The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
(B)(4) clinical study. It was reported that angina occurred. In (B)(6) 2013, clinical status assessment indicated the subject¿s qualifying condition was stable angina (ccs classification: and silent ischemia. The subject was referred for elective cardiac catheterization. Target lesion #1 was located in mid to distal left anterior descending artery (lad) with 80% stenosis and was 26 mm long with reference vessel diameter of 2.25 mm. Target lesion #1 was treated with pre-dilatation and placement of 2.25 x 32 mm study stent with 0% residual stenosis and timi 3 flow. On that same day the subject was discharged on antiplatelet therapy. In (B)(6) 2017, the subject was suspected with progression of coronary artery disease (cad) and recurrent angina. The subject was recommended for evaluation of cardiac catheterization. In (B)(6) 2017, the subject underwent cervical surgery. In (B)(6) 2017, the subject presented with complaints of recurrent angina, new congestive heart failure (chf) and uncontrolled hypertension. The subject stated following cervical surgery they experienced chf with dyspnea on exertion and had developed leg edema along with weight gain. The subject also stated that they had new renal insufficiency. In (B)(6) 2017, it was recommended the subject undergo stent percutaneous transluminal coronary angioplasty (ptca) for the proximal and mid portion of the lad, along with a staged percutaneous coronary intervention (pci) of the ostial right posterior descending artery (r-pda) and posterolateral (pl) branch stenosis if required. The 79% stenosis in the proximal lad was treated with a 3.0 x 18 mm non-bsc stent and post-dilatated with 3.5 mm non-bsc balloon. Residual stenosis was noted to be 0% with timi flow 3. The 79% stenosis in the mid lad was treated with a 2.75 x 33 mm non-bsc stent and the 99% stenosis in the distal lad was treated with a 2.25 x 12 mm non-bsc stent. Post-dilatation resulted in 0% residual stenosis and timi flow 3.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that follow-up core-lab angiography findings of mid left anterior descending artery (lad) in (B)(6) 2017, noted in-stent restenosis (isr) pattern 1c.